Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which shows the set connected to a bag; however, it was not possible to identify any defect in the product due to the quality of the picture. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron solution set leaked through the 'air chamber'. The issue was further described as a, "leak through the air chamber of the equipment, at least 400 cc of the medication (unspecified) was lost". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) # - the lot number (10) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.